Manufacturer narrative:
Four pictures were taken by the customer. However, the pictures were unable to confirm the failure reported. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was over infusing the following information was received by the initial reporter with the following. It was reported by customer that the pt's intravenous site was noted to be swollen, and staff noted that half of the 500 ml IV bag was noted to be empty. It was estimated that the pt had 272 ml infused; however, the IV pump said 10.28 cc had infused during that time.